Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported shaft detachment. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the proximal left anterior descending coronary artery. A 2.8x16mm graftmaster rx coronary stent graft system was advanced without reported resistance when the shaft was noted to be separated in two pieces. The device was simply removed from the patient anatomy. A non-abbott balloon dilatation catheter was attempted to be used to seal the perforation; however, the patient experienced pericardial effusion and required a drain, which remained in the patient overnight. The following morning, the drain was noted to be clogged and the pericardial effusion had worsened, so coronary artery bypass graft surgery was performed. Patient outcome post procedure was not provided by the hospital. No additional information was provided.